Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 404mg/dl. The customer tape not sticking on the infusion sets. The did not treat for the high blood glucose level. The customer declined troubleshooting. The insulin pump will not be returned for analysis.